Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during implant of a glaucoma filtration device, the device could not be released properly and it was pulled out of the patient's eye when the eds was pulled. A backup device was used to complete the procedure. Additional information was requested.

Manufacturer narrative:
A customer reported "shunt pulled outside patient's eye when pulled eds, shunt replaced from same incision". The sample was received for investigation: a shunt in a separate plastic bag, an eds in a cradle and labels. The eds wire was pressed down and partially protruded from the cannula opening. The shunt was clean and undamaged. The shunt lumen was partially clogged. After the cleaning the shunt lumen was open. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the batch record review and the product was released according to approved release criteria. There have been no similar complaints for the lot. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected. The root cause cannot be determined: the eds wire partially protrudes from the cannula opening as it had not been fully depressed, which could contribute to the partial release of the shunt. However, the complaint can be confirmed. (B)(4).